Event description:
It was reported that the pump and catheter were explanted. The devices were returned to the manufacturer for disposal.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4). Analysis of the pump revealed gear train anomalies. Corrosion and/or wear and/or lubrication and a stall due to gear-pinion occurred.